Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 558mg/dl. The customer experienced nausea, vomiting, and dizziness. The customer stated running high for about two days, and she treated with a bolus, but her glucose level did not drop. Troubleshooting was declined as customer was driving from the hospital at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.